Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left paraopthalmic carotid aneurysm, the physician reported that the pipeline flex did not open correctly, only the one third of the distal of the stent opened. During deployment, it was reported that the distal of the pipeline flex opened , but the middle part did not open. The pipeline flex was resheathed and moved to m1 segment of middle cerebral artery (mca) and the physician tried to open it in a straight vessel. However, the middle part still did not open. The physician tried to open the pipeline flex more in the m1 and the middle part of the device still did not open. The physician then decided to remove the device and changed to a new pipeline flex. The second pipeline flex opened correctly. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline was returned for evaluation without the pushwire. The distal and proximal ends of the pipeline were found opened with damaged braid. The middle section was not opened due to damaged braid. No other anomalies were observed. Based on the customer's photo and above findings, the customer's complaint was confirmed. It is possible that damaged braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture.